Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital camera and a panasonic dmc tz8 digital camera. We made a visual inspection of the fracture surface of the instrument. Here we found no signs of corrosion. Hardness was checked in the area of the broken part and according to specification it is in the allowable tolerance with 519 hv5. Additionally we made a visual inspection of the blades and these have a high mechanical pre-loading. This pre-loading creates a gap between the blades. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: there are no indications of pre-damage or similar. Without further knowledge about the circumstance we assume a mechanical overload situation as the causal factor. A material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. The tip of the scissors bc283r was broken off during the operation and could not be recovered from patient.